Event description:
It was reported that this pacemaker patient experienced pain and swelling around the device pocket. It was noted the pacemaker system was infected. Subsequently, a revision procedure was performed. The pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.